Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25feb2020.

Event description:
The customer reported that they keyboard was not functioning. There was no patient involvement. The manufacturer¿s international service technician evaluated the ventilator and confirmed that some keys were not working. The service technician replaced the keypad overlay and the problem was resolved.